Event description:
It was further reported that the tracheostomy tube cuff leak was found during "blocking" and was observed by the patient's family members and the patient's nurse. The reported incident occurred during the initial use of the device and the cuff patency was tested prior to use. After the cuff leak was identified, the tracheostomy tube was replaced and the "equipment" was changed. It was reported that no medical intervention was provided and the patient did not experience an adverse health outcome.

Manufacturer narrative:
One used and one unused portex® bivona® pediatric tracheostomy tube was returned for investigation. The device history record was reviewed for each device, and no relevant findings were detected. A visual inspection was performed and no damage could be detected on either device. One device was marked with four dots. Functional testing was performed on the device, and neither device showed any leakage. The cuffs of the devices were inflated with the appropriate amount of air and did not leak at any point. The complaint was not confirmed.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® flextend¿ tts¿ neonatal and pediatric tracheostomy tube supply line had water dripping out after the cuff was filled with water. It was observed that respirator displayed leakage and the patient's co2 values rose overnight. No permanent injury was reported. See MFR: 3012307300-2017-00784.

Manufacturer narrative:
One portex® bivona® flextend¿ tts¿ pediatric tracheostomy tube was returned for investigation. Visual inspection showed no damage, but black dots were observed on the device. Functional leak testing was performed and showed no leakage. A manufacturing review was performed and no discrepancies were found. No root cause was determined, and the complaint was not confirmed.